Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke near the cap at 263,338 joules of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was found to be bent and broken at the distal side of the control knob. The fiber's metal cap exhibited mild burnt on detritus and severe devitrification of the glass cap at the output window was observed. Fiber breakage at the control knob during use, could result in an unsafe firing condition. The probable root cause of the device failure was determined to be due to excessive and or inadvertent bending of the fiber.